Manufacturer narrative:
Concomitant medical products: triathlon total knee system offset adapter 4mm; cat# 5570-s-040; lot# m5c08n. Tri rm/ll tib aug sz6 10mm; cat# 5546-a-602; lot# n2w05a. Tri lm/rl tib aug sz6 5mm; cat# 5545-a-601; lot# n4m70l. Tri ts baseplate size 6; cat# 5521-b-600; lot# bxah. Triathlon total knee system offset adapter 2mm; cat# 5570-s-020; lot# m5e05aa. Triathlon cemented stem-12mm x 150mm; cat# 5560-s-312; lot# n3h05h. Tri post augment sz5 5mm; cat# 5543-a-500; lot# dnym. Tri post augment sz5 5mm; cat# 5543-a-500; lot# afzn. Triathlon femoral distal augment 10mm - size 5 right; cat# 5541-a-502; lot# vjgm. Tri ts femur sz5 right; cat# 5512-f-502; lot# diij. Triathlon cemented stem-15mm x 150mm; cat# 5560-s-315; lot# n3e32r. Simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mhr041. Osteonics sized cement-plug; cat# b002-0125; lot# 6m7944. Osteonics sized cement-plug; cat# b005-0170; lot# 6m8004. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Right knee revision due to infection. Surgeon performed revision 1 surgery on patient (B)(6) 2016 which consisted of a poly swap, revision 2 took place (B)(6) 2016 which was a full removal of implants and implantation of an antibiotic spacer.

Manufacturer narrative:
An event regarding infecton involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced and one other similar event for the sterile lot referenced. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Right knee revision due to infection. Surgeon performed revision 1 surgery on patient (B)(6) 2016 which consisted of a poly swap, revision 2 took place (B)(6) 2016 which was a full removal of implants and implantation of an antibiotic spacer.